Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The device was inserted into the patient and the flushing line was attached. Fluid was leaking from the valve of the sheath; no air was observed upon aspiration. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.